Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported hand assisted low anterior resection procedure, the surgeon was using a device and they were encountering insufflations issues; they replaced with it with the another and after the instrument was inserted the pressure dropped to 7l and there were hissing sounds and the surgeon's visibility was impaired. They were using the rf device and the endoscopic stapler with the trocars. They were able to complete the procedure with the device but it was a nuisance to the surgeon. There was no patient consequence reported.